Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-8973-01, batch 711835, that displays that the targeting guide is broken. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/06/2025, a facility representative reported via (B)(4) that an ar-8973-01 outrigger targeting guide broke while trying to screw on the fibulock nail, where the pegs were stripped off. They tried to screw the nail on, but the screw holes no longer matched up with the jig. There were no fragments produced. The procedure was modified to plating as a result of the break.